Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had power error. The customer¿s blood glucose was unknown. Customer reported that she dive to the pool and now the pump has that error, upon troubleshooting the pump went blank, while vibrating and red light flashing. The customer stated that the internal power source in the pump is unable to charge. Customer has not previously called to report power error detected. The customer was advised and explained the troubleshooting. Customer reported that notification light stopped flashing immediately. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received open book or critical pump error after battery installation. Constant critical pump error alarm due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm pump error 25 or 54 due to constant critical pump error alarm.